Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and could not be replicated nor confirmed. Visual inspection was performed and found no damage to the conductor wire. The instrument also passed the electrical continuity test. Additional observation not related to customer complaint: the instrument was found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis. The probable root cause cannot be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had broken black conductor wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage or anything out of the ordinary. There was no loss of cautery associated with broken/loose cable. There was no signs of thermal damage at site of breakage. There was no arcing observed during the procedure. The instrument did not collide with any other instrument or tool during the procedure. There was no fragment fall inside of the patient¿s anatomy. The patient information was not provided.

Manufacturer narrative:
Correction(s): h8. Was updated to initial use of device. Annex g - component desc 1 was updated to g04121. Annex c - inv findings desc 1 was updated to c070603. Annex d - conclusion desc 1 was updated to d02. H11. Analysis and conclusion correction: the probable root cause for the reported broken conductor wire could not be determined by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.